Event description:
It was reported that (2) devices were used during a hepatectomy. It was reported by the affiliate that the mcs20 instruments malfunctioned (no detials). Another instrument was used to complete the case. There was no consequence to the pt.